Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample dual resolution dilutor (drd) seals, the sample manifold valve and the sample valve. The cse ran calibrations and quality controls, which were acceptable. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). A new sample was drawn from the patient and was run in duplicate on an alternate immulite 2000 instrument and both the replicates resulted positive. The repeat results from the alternate immulite 2000 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.